Event description:
Rotator broke after angiography using a micro catheter. Pressure limit was 900psi.

Manufacturer narrative:
Conclusions: a follow-up report will be submitted when the device evaluation has been completed.